Event description:
It was reported to philips that the system suddenly crashed without a warning. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the procedure, but the customer didn¿t provide the information. It was reported to philips that the system suddenly crashed without a warning. The customer didn¿t ask for evaluation nor repair of the product to philips. The customer had asked third party to repair the system without revealing the resolution details to philips, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the procedure, but the customer didn¿t provide the information. It was reported to philips that the system suddenly crashed without a warning. The customer didn¿t ask for evaluation nor repair of the product to philips. The customer had asked third party to repair the system without revealing the resolution details to philips, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The catalog item identifier and the manufacture date have been updated.